Event description:
It was reported that during a laparoscopic cholecystectomy, the inner seal dislodged and fell into the patient. The seal was removed without incident. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.